Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. PMA/510(k) - k111663. Manufacture date - sep 4, 2012.

Event description:
It was reported patient underwent a proximal shoulder open reduction internal fixation procedure on (B)(6) 2013. During the procedure, the surgeon put the plate in the bone, but it did not reduce in the correct location. As a result, the surgeon removed the plate and completed the procedure with another plate.

Manufacturer narrative:
The complaint is on the difficulty removing the peg from the plate. The user determined that the plate as positioned could not achieve the desired reduction. The user then proceeded to remove all of the pegs already in place and could not remove the most proximal peg. The peg could not be removed, confirming the complaint. It is noted that the peg socket has been drilled; therefore a driver could not be used to verify that the peg could not be removed within the capability of the driver. Evaluation could not be definitive relative to whether the product was defective. The most probable cause was cross-threading of the peg in the plate hole. There is no indication of a systematic manufacturing defect, increasing the likelihood that the product was conforming on distribution and that the failure was due to cross-threading.